Event description:
During a sigmoidectomy procedure, the instrument was difficult to open. The surgeon resected the device off and applied another device to close the small bowel. The hospital reported that the pt's status is satisfactory.